Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently displayed a "pads off" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical and the malfunction was not duplicated as the customer stated; however we did observe that the device was unable to detect the attached paddles. The multi-function cable was replaced to resolve the malfunction.